Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be undertaken later to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete customer and device information. But was not received date of event is estimated. UDI not found because no lot number given.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.